Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unk. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A false positive advia centaur cp troponin ultra result was obtained for a pt sample. The physician questioned the result. A redraws sample was tested and the result was negative. Testing was repeated for the initial pt sample and the result was negative. Pt was held in the ER until the result of the redraw sample was obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.